Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned in one piece measuring 51.1 cm with the extraction tool stuck inside. Visual examination found internal insulation abrasions breaching the re cable lumen from 0.8 to 4.2 cm. From the proximal end of the rv shock coil with the inner coil lumen also abraded, from 7.2 cm. To 7.5 cm and 8.5 cm. To 9.1 cm. From the proximal end of the rv shock coil with the etfe coating intact, from 9.5 cm. To 10.3 cm. From the proximal end of the rv shock coil with the inner coil lumen abraded and ptfe and etfe coating intact, and from 28.1 cm. To 28.3 cm. From the proximal end of the rv shock coil either the etfe coating intact. Procedural damage was observed on the re cable, rv cable, inner coil, ptfe liner, and svc shock coil/cable.

Event description:
This report is to advise of an event observed during analysis.